Event description:
During davinci procedure, blade of vessel sealer became exposed. Blade was straight out between jaws of vessel sealer. Instrument removed and replaced with new instrument. No harm to patient.